Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis was implanted in patients. And the delivery catheter was discarded by the physician.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprostheses ((B)(4)) for a thoracic aortic aneurysm repair. The (B)(4) delivery catheter was advanced to an intended position through 22fr sentrant introducer sheath. When the physician tried to deploy the (B)(4), it was incomplete deployment in descending thoracic aorta. The proximal spot of the (B)(4) was not extended and the leading olive was not able to be retracted. A pta balloon was used for extending the proximal spot. The (B)(4) delivery catheter was retracted. The operation was successful for deployment. No other malfunction and health hazard were reported. The patient tolerated the procedure. No further information was obtained.